Manufacturer narrative:
The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates the infection has cleared.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-05058 1627487-2019-14268 1627487-2019-14269 1627487-2019-14271. It was reported that the patient experienced an infection at the lead and ipg site. As a result, the patient underwent surgical intervention wherein the scs system was explanted. In turn, the patient was prescribed oral antibiotics.